Manufacturer narrative:
Investigation revealed that there was no system malfunction. The user reported difficulty with getting a successful merge to use for the l5-si3 levels of this construct. When proceeding with the registration, the system monitor would turn black and return the user to the login screen. During the investigation through review of case logs, we were able to recreate this issue and found that the user was attempting to perform a unilateral si-lok registration while the system was set to a bi-lateral registration. Adjusting this discrepancy in the setup page, allows the registration to proceed. We were able to achieve a registration without the system crashing to the login page. The pre-operative merge can be more difficult to obtain depending on the quality of the preoperative CT scan, quality of the fluoroscopic images and patient anatomy. Preoperative merge shifts can cause navigational integrity and can lead to the misplacement of implants. The user must verify the preoperative merge before proceeding with navigation. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. Ultimately, this case was completed utilizing traditional techniques with no reported adverse effects to the patient. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue was traced to user technique. The following sections were updated for this supplemental report: b4, b6, d4, g6, h2, h3, h6, h10.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error and performed traditionally.

Manufacturer narrative:
The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error and performed traditionally.